Event description:
It was reported by the sales rep that the devices were used during a thoracoscopy. Device a fired and would not open - resection done on small section of lining. Device b was too hard to fire/rough, not smooth firing cycle. The case was completed using a same like device. There was no conseqeunce to the patient.